Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet occluder was successfully implanted satisfying close criteria. On 04 jun. 2025, follow-up imaging was performed and showed that the device had migrated. There was a gap at the limbus side with significant leak and loss of compression of device from implant date. It is being discussed about potential extraction and replacement. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
An event of device embolization/migration post implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that the sizing of the device was determined by tee. It was reported that close criteria was met and that tension test was performed. Information from field indicated that the device showed a tire compression, and there was no leak around the device after implant. Information from the field mentioned there was difficulty implanting the device. The initial decision was to implant a 34 mm device. This device was recaptured x 3 due to mitral shoulder and decision was then to try a 31 device as deep as possible. The 31 device had 1 partial recapture and then was securely placed on next attempt. During the follow-up imaging, it showed that the device had migrated. There was a gap at the limbus side with significant leak and loss of compression of device from implant date. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the information received, the cause for the reported device embolization could not be conclusively determined. It is possible that due to challenging anatomy (large, shallow appendage) and prior procedural failure could have caused the issue. However, the cause of device embolization/migration could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet occluder was successfully implanted satisfying close criteria. On (B)(6) 2025, follow-up imaging was performed and showed that the device had migrated. There was a gap at the limbus side with significant leak and loss of compression of device from implant date. It is being discussed about potential extraction and replacement. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.